Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead dislodged and dropped to the tricuspid valve. The lead was repositioned, after which loss of capture even at 10 v was noted. The lead was explanted and replaced.